Event description:
Black marks were left on chondryl surface due to shaver blade; surgeon used another shaver blade to remove.

Manufacturer narrative:
Device has not been returned for evaluation. (B) (4). (B) (4).